Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) setscrew from the right ventricular port did not screw all the way in and as a result, high impedance was observed. The crt-d was explanted and replaced four days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the right ventricular pace/sense connector bore. The returned device indicated a damaged right ventricular pace/sense grommet with foreign material on both surfaces of the grommet. The returned device indicated foreign material on the right ventricular pace/sense set screw, rounded socket, damaged head and foreign material in the socket. The returned device indicated foreign material in the right ventricular pace/sense set screw block. The returned device indicated the superior vena cava setscrew was disengaged from its setscrew block. If information is provided in the future, a supplemental report will be issued.